Manufacturer narrative:
Bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
Physician reported a pt presented with rough granular epithelial keratitis with moderate underlying stromal cells, but not in a focal or localized infiltrate. The patient's cornea, lens case and solution were all cultured. She was empirically started on vigamox (moxifloxacin), pending culture results, based on the primary epithelial nature of her keratitis. After 24 hrs, the cornea cultures grew moderate coagulase negative staph. The pt was responding to the antibiotic so the physician continued her regimen of vigamox. After three days of treatment the pt was fully epithelialized with mild residual stromal cells, still without a focal infiltrate. At this time, believing the pt was suffering from bacterial keratitis, the physician added lotemax (loteprednol etabonate) to the patient's regimen. That day the lab reported the lens case and fungal culture from the cornea scraping were now growing fusarium. The pt discontinued lotemax. Two days later, the patient's condition improved, although all stromal cells were not gone. The pt was prescribed natamycin. A new fungal corneal lesion recently developed. The pt was still under treatment.